Event description:
It was reported that the patients implantable pulse generator (ipg) reached elective replacement indicator (eri) earlier than anticipated. It was also noted the atrial and ventricular threshold output was high. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).